Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: n/a. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that two boxes of bd insulin syringes with bd ultra-fine¿ needles had two different needle lengths. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 7191730. All inspections were performed per the applicable operations qc specifications. There was one (1) notification [200707368] noted that did not pertain to the complaint. Severity: s_1__; occurrence: a complaint history check was performed and this is the 1st related complaint for dimension on lot # 7191730. Based on the samples / photo(s) received the investigation concluded: - unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Based on the above, no additional investigation and no CAPA is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation.

Event description:
It was reported that two boxes of bd insulin syringes with bd ultra-fine¿ needles had two different needle lengths. There was no report of exposure, serious injury or medical intervention.

Event description:
It was reported that two boxes of bd insulin syringes with bd ultra-fine needles had two different needle lengths. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Samples were returned for evaluation. Returned to manufacturer on: 10/17/2018. Customer returned (3) 1cc, 8mm, 31g syringes in an open poly bag from lot # 7191730. Customer states that there were different needle length syringes in two boxes. All returned syringes were tested using the length gauge and all cannula lengths fell within specifications for 8mm cannula length, as stated on the returned poly bag. A review of the device history record was completed for batch# 7191730. All inspections were performed per the applicable operations qc specifications. There was one (1) notification [200707368] noted that did not pertain to the complaint. Severity: s_1__; occurrence: a complaint history check was performed and this is the 1st related complaint for dimension on lot # 7191730. Based on the samples/photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no additional investigation and no CAPA is required at this time.